Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose up to 600 mg/dl and signs of ketones. They also reported that the insulin pump alarmed no delivery during bolus on two occasions; the first was the week before and then on (B)(6) 2017. Both times, they changed out the reservoir and infusion set. Troubleshooting was not performed. The insulin pump will not be returned for analysis.